Event description:
Reportedly, the device was explanted after an implant duration of 3.4 months due to endocarditis. Magna was implanted to correct aortic stenosis in 2009. Approx three months later, symptoms of pve were observed. Customer was monitoring the patient. The following month, emergency re-avr operation was conducted and magna was explanted due to pve. Mosaic 19mm valve was implanted as a replacement. Customer commented that there were severe vegetations observed on leaflets. Device will not be returned for evaluation due to the infection.

Manufacturer narrative:
Device not returned additional manufacturer narrative: this was determined reportable to FDA per edwards lifesciences procedures. The device history record (DHR) review was completed on 09/07/2009 and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter requested.